Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/manufacturer serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients is male/64 years of age. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Referenced article: cardiac implantable electronic device safety during magnetic resonance imaging. Korean circ j. 2016;46(6):804-810.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generator (ipg) systems. Multiple patients and manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/manufacturer serial numbers. The article indicated that there was one (1) patient who experienced an ¿acute cerebrovascular attack¿ within three days of device implantation and a magnetic resonance imaging (MRI). Of note, the author also indicated that there were no adverse events or significant changes in device parameters, nor were there any device malfunctions. The status of all ipgs in unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.